Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope failed to display an image during inspection for use. There were no reports of patient involvement.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. The customer's allegation was confirmed. Based on the results of the investigation, the most probable cause is reasonably inferred from available information, including component damage or degradation, environmental issues such as dust, dirt, humidity, or ambient light, optical issues, compatibility issues, thermal issues, and electrical issues such as signal loss or circuit disconnection. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.